Event description:
Unable to interrogate the device. Patient is in for their first check after transferring to this clinic. Caller has no history on the patient. Upon attempting to interrogate the device they would hear a solid magnet tone and the programmer wand would alternate between green and amber. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).